Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The entire distal portion of the stent was damaged. The stent struts were severely stretched and distorted with the most distal struts having the appearance of being pulled out over the catheter tip section. The proximal portion of the stent was still securely crimped onto the balloon wall. Due to the severe calcified lesion and the type of damage evident, it is likely the stent encountered resistance on withdrawal of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10oct2014. It was reported that crossing difficulties were encountered. The 80% stenosed, 35x3.4mm, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Predilation was done with an unspecified balloon catheter. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.